Event description:
It was reported to boston scientific on (B)(6), 2013 that four resolution clip devices were used during a colonoscopy procedure performed on (B)(6), 2013. MFR report numbers 3005099803-2014-00049, 3005099803-2014-00011, 3005099803-2014-00012, and 3005099803-2014-00013 address the four events. According to the complainant, during the procedure, the four resolution clips were deployed in the colon but did not disengage from the catheter. The procedure was completed with a fifth resolution clip device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be fine. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
Additional device info: the complainant was unable to provide the suspect device lot number; therefore the lot expiration and device manufacture dates are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.